Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day after initial implant, pacing impedance on the right ventricular (rv) lead connected to this device was found to be high out of range. Thresholds had also increased from 1.0v to 5.0v. A chest x-ray was taken and pocket manipulation as well as isometrics were performed. Lead position reportedly had not changed and noise was not able to be recreated. Impedances were reportedly stable and no further interventions were reported. This implantable cardioverter defibrillator (ICD) and the associated rv lead remain in service. No adverse patient effects were reported.